Event description:
The customer called to report that the drive support cap was protruding. No blood glucose reading was reported. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk and a missing end cap sticker.